Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el5ml device was received with a clip in the jaws and with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device,one clip conforming and one partially formed clip was fed due to an anti-backup failure; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found out of position causing the anti-backup and lockout failures. No conclusion could be reached as to what may have caused this condition. A manufacturing record evaluation was performed for the finished device lot t92l80 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch t92l80 number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clip was not fed into the jaws properly during use, and the same event occurred repeatedly. The ejected clip was retrieved from the patient, and no clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.